Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p), implanted with another manufacturers lead, exhibited out of range pacing impedance measurements resulting in lead safety switch to unipolar pacing. Inappropriate atrial tachy response (atr) episodes were noted due to oversensing while in unipolar. The patient also has an subcutaneous implantable cardioverter defibrillator (s-ICD) system implanted. Reprogramming options were discussed to mitigate switching to unipolar pacing. No adverse patient effects were reported.